Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Per baxter labeling, users are instructed to verify that the patient line is properly primed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information, then a supplemental medwatch will be filed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. The patient line had not been properly primed. The home patient (hp) connected the patient line extension after the prime. The patient had not disconnected prior to the alarm. The bags were properly connected and there were not any open clamps on any unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The technical service representative (tsr) explained the alarm to the hp. The hp would restart with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.